Manufacturer narrative:
Product analysis: analysis noted that there was a deviation between the stylus and the cursor on the display screen and the stylus was not able to be calibrated. The printed circuit board (pcb) for the touchscreen was determined to be out of electrical specification. Analysis also noted that the media bay door was worn and would not stay shut and the upper left bullet was worn. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not working. The programmer was returned for analysis and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.